Event description:
A system error 2330 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 18:52:40. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported condition was confirmed during event history log review but was not duplicated during sample evaluation. The assignable cause for the reported problem of a system error 2330 was undetermined; there was not enough evidence available to make a determination. However, contamination was found on the thermo printed circuit board (pcb) and could have contributed to the reported system error 2330 per evaluation. Following the evaluation, the device was sent for servicing with instructions to scrap the thermo pcb as a preventative action. If any additional information is received, a follow-up will be sent.